Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, d4, g4, g7, h2, h3, h6. Clinical notes were provided and reviewed, identifying that the patient was seen 10 years post op as a routine follow up. The patient was not experiencing any pain in the right knee, but was found to have a fracture on the back surface of the patella implant. There was no documented fall. Patient was asymptomatic and the component was well-positioned, so no revision has been planned. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause would not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cr femoral component, catalog#: 00575201402, lot#: 61311065. Tm cr monoblock tibial component, catalog#: 00588604314, lot#: 61146030. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it will remain implanted and no revision surgery will occur. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported the patient underwent a primary r tka. Subsequently, the patient was seen for a routine 10-year follow-up visit and was noted to have a fracture on the back surface of the patella on radiographs. The patient was asymptomatic and does not recall any injury. According the medical records, the surgeon believes the patient may benefit from a knee revision due to failure of conservative measures.